Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced chronic sinus drainage, abscess, inflammation, foreign body reaction, fascial dehiscence, open wound, recurrence, small bowel obstruction, engorged bowel, mesh had torn away, and infected mesh. Post-operative treatment included revision surgery, removal of mesh, resection of abdominal wall abscess skin and subcutaneous tissue, placement of negative pressure dressing, hernia repair with mesh, repair of fascial dehiscence, myofascial advancement and underlay biologic mesh, muscle myocutaneous flap abdominal wall reconstruction (component separation), repair of fascial dehiscence with relaxing incisions and myofascial advancement, and wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced chronic sinus drainage, abscess, inflammation, foreign body reaction, fascial dehiscence, open wound, recurrence, small bowel obstruction, engorged bowel, mesh had torn away, pain, fistula, and infected mesh. Post-operative treatment included revision surgery, removal of mesh, resection of abdominal wall abscess skin and subcutaneous tissue, placement of negative pressure dressing, hernia repair with mesh, repair of fascial dehiscence, myofascial advancement and underlay biologic mesh, muscle myocutaneous flap abdominal wall reconstruction (component separation), repair of fascial dehiscence with relaxing incisions and myofascial advancement, and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced chronic sinus drainage, abscess, inflammation, foreign body reaction, fascial dehiscence, open wound, recurrence, small bowel obstruction, engorged bowel, mesh had torn away, pain, fistula, adhesions, recurring staph infections, and infected mesh. Post-operative treatment included revision surgery, removal of mesh, resection of abdominal wall abscess skin and subcutaneous tissue, placement of negative pressure dressing, hernia repair with mesh, repair of fascial dehiscence, myofascial advancement and underlay biologic mesh, muscle myocutaneous flap abdominal wall reconstruction (component separation), repair of fascial dehiscence with relaxing incisions and myofascial advancement, and wound vac. Relevant tests/laboratory data: (B)(6) 2018: pathology report of abdominal tissue reveals central acute inflammatory infiltrate consistent with abscess formation. Foreign body giant cell reaction with suture material & consistent with reactive process.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 (patient and health impact codes; e2402: abnormal red blood cell levels). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced seroma, abnormal red blood cell levels, redness, hard knot, swelling, hematoma, nausea, vomiting, constipation, abdominal pain, chronic sinus drainage, abscess, inflammation, foreign body reaction, fascial dehiscence, open wound, recurrence, small bowel obstruction, engorged bowel, mesh had torn away, pain, fistula, adhesions, recurring staph infections, and infected mesh. Post-operative treatment included CT scan, antibiotics, admitted to hospital, ultrasound guided aspiration, placement of closed suction drain, evacuation of hematoma, jp drain, prevena vac, IV fluids, ng tube decompression, revision surgery, removal of mesh, resection of abdominal wall abscess skin and subcutaneous tissue, placement of negative pressure dressing, hernia repair with mesh, repair of fascial dehiscence, myofascial advancement and underlay biologic mesh, muscle myocutaneous flap abdominal wall reconstruction (component separation), repair of fascial dehiscence with relaxing incisions and myofascial advancement, and wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, b6, b7, d10 (product ID - reltack3x10, lot # - n5a0669ux), h6 (patient codes, ime e2402: bowel loops wall thickening, eschar, indurated, abnormal hemoglobin; hematocrit) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced seroma, abnormal red blood cell levels; hemoglobin; hematocrit, redness, hard knot, swelling, hematoma, nausea, vomiting, constipation, abdominal pain, chronic sinus drainage, abscess, inflammation, foreign body reaction, fascial dehiscence, open wound, recurrence, small bowel obstruction, engorged bowel, mesh had torn away, pain, fistula, adhesions, recurring staph infections, infected mesh, free fluid, bowel loops wall thickening, scarring, mass, tender, pulling pain, eschar, indurated, stitch granuloma, drainage, cellulitis. Post-operative treatment included CT scan, antibiotics, admitted to hospital, ultrasound guided aspiration, placement of closed suction drain, evacuation of hematoma, jp drain, prevena vac, IV fluids, ng tube decompression, revision surgery, removal of mesh, resection of abdominal wall abscess skin and subcutaneous tissue, placement of negative pressure dressing, hernia repair with mesh, repair of fascial dehiscence, myofascial advancement and underlay biologic mesh, muscle myocutaneous flap abdominal wall reconstruction (component separation), repair of fascial dehiscence with relaxing incisions and myofascial advancement, wound vac, wound care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced chronic sinus drainage, abscess, and infected mesh. Post-operative treatment included revision surgery and wound vac.